Event description:
It was reported that the patient's left hip was revised due to potential infection (surgeon reported patient was applying ointment to surgical wound against medical advice, causing wound issues and concern for infection). A head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following device was also listed in this report: device; delta v-40 ceramic head 36/+5 ; cat# 6570-0-236 ; lot# 16127455. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.